Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the abdomen. On 08/31/2024, it was reported that the patient experienced hypoglycemia and epileptic seizure and loc. Before he passed out he didn't felt any symptoms or signs that he was hypoglycemic nor got an alert that he was low on his phone. His sister has a follow up noticed that the patient was getting low readings and immediately called him but didn't get any response from the patient so she called the ambulance. The ambulance arrived and found him unconscious. Paramedic took a bg reading which was 30 mg/dl and treated the patient with IV glucose. The patient was taken to the hospital and stayed there until (B)(6) 2024 at around 2 pm. At the time of the report the patient was fine. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss was the transmitter and app were unable to establish a connection. No additional patient or event information is available.